Event description:
Reportedly, during a follow-up on (B)(6) 2015, the subject device was found in standby mode. Previous device settings were reprogrammed. During the follow-up on (B)(6) 2015, the subject device was found again in standby mode. The reported battery status was 5.27kohms and rrt should occur in 7 months. The device was implanted in (B)(6) 2012. A re-intervention was scheduled for (B)(6) 2015. The device should be returned for analysis. Preliminary analysis showed that the switches to standby mode were related to a temporary abrupt decrease of the device internal power supply.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, the subject device was found in standby mode. Previous device settings were reprogrammed. During the follow-up on (B)(6) 2015, the subject device was found again in standby mode. The reported battery status was 5.27 kohms and rrt should occur in 7 months. The device was implanted in (B)(6) 2012. A reintervention was scheduled for (B)(6) 2015. The device should be returned for analysis. Preliminary analysis showed that the switches to standby mode were related to a temporary abrupt decrease of the device internal power supply.